Event description:
I was treated for vision correction using lasik. My vision improved from 20/400 to 20/25 and 20/30. I still wear glasses all the time to achieve 20/20 in both eyes. My main problems are starbursts around car headlights and other bright objects. Car headlights bother me even on bright sunny days. My night vision has been greatly reduced and my eyes are dry all the time. My dr. Explained the potential complications but these seemed to occur at a very low rate and surely wouldn't happen to me.